Event description:
Customer reportedly obtained results of either 300mg/dl, 350mg/dl, or 400mg/dl and the dr's device read 200 mg/dl. No specific values provided. No treatment received. No strip info reported and no treatment received. Requested return of suspect device, however customer advised product is not available for return.